Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette with green flow stop, the pump exhibited "no disposable, pump wont run" alarm. Per reporter the residual volume was 93.3 ml, rate 2.5 ml/hr and given 21.75 ml. No adverse patient effects were reported. Per reporter no additional information is available at this time.